Event description:
The physician was using an integrity rapid exchange (rx) bare metal coronary stent for treatment of a highly calcified and very tortuous lesion in the rca. The lesion was pre-dilated. Force was used in an attempt to deliver the device. During advancement of the device the catheter became kinked. During attempts to deploy the stent the balloon failed to inflate. The device was removed without issue and another device was used successfully. There were no abnormalities noted during prep/inspection prior to use. Negative was performed. Device evaluation: the distal tip was flared. The 1st distal stent segment was slightly flared. The distal shaft was stretched and damaged. The corewire was kinked and deformed and had exited through the outer lumen distal to the guidewire entry port. The inner lumen was damaged. Negative purge confirmed the presence of a leak. Pressurization confirmed the location of the leak on the distal shaft.

Manufacturer narrative:
(B)(4). Evaluation results: failure to follow instructions (force was used); patient's condition affected effectiveness of device (highly calcified and very tortuous lesion). Conclusion results: device failure lack of effectiveness related to patient condition (highly calcified and very tortuous lesion); user error contributed to event (force was used).